Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not displaying correctly; the screen appeared fuzzy and was difficult to read. The patient stated that her blood glucose was fine. The display anomaly had been ongoing for a few days. No significant events were recalled in regards to the display anomaly. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no missing segments, partial display, blurry display or display anomaly noted. The insulin pump passed displacement test and self test. However, the insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.